Event description:
Patient went in for a poly exchange found bolt and adapter broken at the threads. No polywear noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.